Event description:
On (B)(6) 2017: according to surgeon patient presents with multi-directional instability after being stable for months post operatively. Device was implanted in (B)(6) 2016 and presented instability within the last week. Notification of the event occurred on (B)(6) 2017 via phone contact from the dr. And current x-rays sent. X-rays transmitted to w. Link for evaluation and comment. Subsequent revision surgery was performed on (B)(6) 2017. Hinge retrieved appeared to demonstrate a lack of full deployment. Note: this is not a new event. The manufacturer notified FDA under MDR # 3004371426-2017-00001.